Event description:
Per the audiologist, reportedly the pt has thin skull bone and in 2007 the pt's primary flange fixture with abutment extruded (reported on MDR 6000034-2008-00082). On approx two months later, the surgeon uncovered the sleeper fixture and connected a new flange fixture with abutment. In 2008, this fixture also extruded. There are no plans for reimplantation.

Manufacturer narrative:
The type of event is addressed in the device labeling.